Event description:
It was reported that the patient was admitted with an acute myocardial infarction and coronary angiography revealed 80% stenosis in the mid left anterior descending artery with thrombus. Thrombus aspiration was performed and the lesion was pre-dilated with an unspecified semi-compliant balloon. A 3.5x28mm rx xience xpedition stent delivery system was advanced but could not cross the lesion due to the patient anatomy. There was no interaction of devices. The proximal shaft separated outside of the patient anatomy. The separated distal portion of the shaft was simply withdrawn from the patient anatomy. There was no unusual force applied. A new 3.0x28mm rx xience xpedition stent was advanced successfully and implanted to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was unable to be confirmed. Follow-up with the site indicated that the correct device was returned for evaluation. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.